Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "the patient¿s spouse called paramedics who arrived and gave the patient an infusion of insulin."

Event description:
The patient¿s spouse called paramedics who arrived and gave the patient an infusion of glucose.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2021. On (B)(6) 2021, the cgm was displaying 136 mg/dl. The patient was shaking, sweating and dizzy so checked a bg which was 26 mg/dl. The patient¿s spouse called paramedics who arrived and gave the patient an infusion of insulin. The patient then declined to be taken to the clinic as she was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.